Event description:
A nurse reported that a pt had received peribulbar anesthetic block in anticipation of vitrectomy surgery. The system displayed a system message indicating that the surgical module was unavailable, and the surgery was canceled. There was no report of pt harm.

Manufacturer narrative:
The company representative examined the system and replaced the transducer pcb (printed circuit board). The system was then tested and met product specifications. The root cause has not been determined. (B)(4).